Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the therapy was acting like it wasn't working anymore as the patient didn't have any bladder control. This was reported as a sudden loss of bladder control that occurred about two weeks prior to the report. During the call, it was noted that they were using a programmer that was for a previous system from a different manufacturer. It was indicated that they would look for the appropriate programmer, and call back if they had any issues. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.